Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 31-323230, 3.2mmx30mm rnglc+ acet drill bit, lot # 097650; item # 010000667, g7 pps ltd acetabular shl, lot # 6058925; item # 00625006535, bone screw self-tapping, lot # 63975878; item # 00771101220, femoral stem 12/14 neck taper, lot # 63920457; item # 00877502803, bioloxâ® delta, ceramic femoral head, lot # 2914189; item # 110024465, g7 dual mobility liner, lot # 653980. MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00086.

Event description:
It was reported that a patient was revised due to infection approximately 7 months post implantation due to infection. The patient developed an infection in an unknown region of the body. It is believed that the infection then traveled to the hip devices. However, the source of the location cannot be confirmed. The femoral head, dual mobility bearing and liner were revised. A thorough washout was also performed. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The return of the associated liner confirms the patient underwent a revision surgery, however reason for revision cannot be confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.